Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during diagnostic colonoscopy procedure the subject device had no image. There were no reports of patient harm.

Event description:
It was reported that during diagnostic colonoscopy procedure the xenon light source had no image and intermittently and independently increased the brightness settings to maximum when various olympus scopes were inserted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.